Manufacturer narrative:
Planned revision for pt with a unicondylar knee implant who is in valgus. Review of the device history record indicated that the device was manufactured to specification.

Event description:
Planned revision for pt with a unicondylar knee implant who is in valgus.